Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further observed that the root cause of the bent neuro-tip was due to excessive lateral force or rocking while attempting to cut bone flap. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had a bent tip. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: upon further review of this complaint, it was determined that the date received by manufacturer was incorrectly documented as apr 18, 2011 on the initial medwatch. The correct date received by manufacturer was apr 18, 2017. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.